Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting error code 1007 (machine and proximal pressure sensors failed) on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed and determined the da (data acquisition) to mc (motor control) cable was not properly seated. The customer re-seated the cable, tested and verified the unit as fully operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.